Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stopper was deformed on the bd syringe luer-lok¿ tip. This event occurred 3 times. The following information was provided by the initial reporter, translated from (B)(6) to english: deformed stopper ×3.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 18-may-2022. H.6. Investigation summary: eight photos and twenty four samples received by our quality team for investigation. Upon visual inspection, printing defects of blurred scale, black dots on the surface of the barrel outside the fluid path, yellow stain in the center of the barrel at the edge of flange, damaged barrel and plunger, and stopper poorly assembled are observed, therefore the incidents are confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident can be traced to the manufacturing process. During review of the process, poorly assembled stopper is associated with misalignment of the dials on the transfer disc. Actions for stopper poorly assembled include change of the valves and include plunger-stopper transfer carousel in the monthly maintenance plan for poorly assembled stopper. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the stopper was deformed on the bd syringe luer-lok¿ tip. This event occurred 3 times. The following information was provided by the initial reporter, translated from japanese to english: deformed stopper ×3.